Event description:
The patient underwent replacement of the pump due to normal end of life. Upon removal of the old pump, a large amount of catheter was found twirled in the pocket. A dye study showed all the dye in or near the pump pocket. Further exploration revealed the catheter tip was within about 5 cm of the pocket. There was some discoloration at the tip. The catheter was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Results: catheter.